Manufacturer narrative:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was inadvertently deployed intravascularly, which was suspected to have caused occlusion of the superficial femoral artery (sfa) the day after the procedure. Hemostasis had been completed as usual using the device. During aspiration at the occlusion site, a substance resembling the sealant was retrieved. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿sealant inaccurate placement (intravascular)¿ and ¿vascular occlusion¿ could not be observed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), ¿the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.¿ vascular complications, such as occlusion/thrombus/embolus are a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) was inadvertently deployed intravascularly, which was suspected to have caused occlusion of the superficial femoral artery (sfa) the day after the procedure. Hemostasis had been completed as usual using the device. During aspiration at the occlusion site, a substance resembling the sealant was retrieved. The device will not be returned for evaluation.